Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was a disconnection between the transfer set and a non-baxter plastic adapter. The patient was hospitalized for the event. The patient was treated with an unspecified antifungal therapy. Peritoneal dialysis therapy was suspended for approximately five months with a pd catheter removal and patient performed hemodialysis therapy. At the time of this report, the pd catheter was reinserted and the patient had resumed peritoneal dialysis therapy. It was not reported if the patient was retrained on aseptic technique. The patient recovered from the peritontiis. No additional information available.

Manufacturer narrative:
(B)(4). Date of event: the exact date of event was not provided; it was reported to have occurred in (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.